Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code: 1494 - indication for use.

Event description:
It was reported this was a venotomy closure of a right common femoral vein using the pre-close technique prior to a cardiac ablation procedure. Reportedly, upon removing the plunger (step 3), no suture was attached to the needle. The suture of two new prostyle devices were successfully pre-placed. The sheath was upsized, and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle devices. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: corrected device available for evaluation from no to yes h6: component code 4755 was removed. H6: type of investigation code 4115 was removed h11: additional mfg narrative: revised.

Event description:
Subsequent to the initially filed report, additional information received stating: it was reported this was a venotomy closure of a right common femoral vein using the pre-close technique via a 6f sheath hole prior to a cardiac ablation procedure. Reportedly, upon removing the plunger (step 3), no suture was attached to the needle. The suture of two new prostyle devices were successfully pre-placed. The sheath was upsized to 14f, and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle devices. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: corrected device available for evaluation from yes to no. H6: correction medical device problem code 1494 was removed.